Event description:
On preliminary fluoroscope it was determined the catheter was in (2) pieces. One piece was in the heart. Dr determined catheter could be retrieved through a cardiac cath swap. Pt was informed appropriately. Consent was given. Procedure went well.